Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console indicated that it was unable to calibrate the optical sensor. The customer attempted to re-calibrate multiple times. It was noted that the central lumen was clotted. The insertion was reported to be axillary, which is not the method described in the device instructions for use. The customer was made aware of the off-label use. The iab was inserted with a non-getinge sheath with a side port. This is patent when aspirated and flushed. The customer was advised how to transduce the lumen to the console. An arterial line was obtained and zeroed. Therapy was continued using this arterial line. There was no patient harm or adverse event reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Analysis of production (3331/213) - the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis (4109/213) - the review of the historical data was performed. Trend analysis (4110/213) - the overall complaint trend data for the period aug-19 through jul-21 was reviewed. Communication/interviews: (4111/213) communication/interviews were performed to obtain all possible information. Reference complaint (B)(4).

Event description:
N/a.